Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 4/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with the lo blood result that was taken on (B)(6) 2016 at 6:19am (B)(6) ( daughter) calling states that the meter gave a lo blood results fasting .customer got nervous so he decide to have some apple juice and sugar water. (B)(6) states that her father went to the pharmacy and got results of 168mg/dl not fasting. (B)(6) (daughter) run a control solution test earlier and got a result was out of the range. Customer test twice a day and is taking novolog, glipizide, insulin. Customer normal glucose rang is 100mg/dl.